Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow-up, high threshold measurements were observed on the right atrial (ra) lead and the right ventricular (rv) lead. It was suspected the increase was a result of inflammation of the myocardium. As a result, the patient was prescribed prednisolone which did reduce the threshold measurements, but also resulted in thin skin around the edges of the device. The ra and rv leads could not be explanted and were therefore surgically abandoned. The device was explanted due to premature battery depletion and possible near erosion. It was indicated the patient would receive an epicardial system. The patient also indicated feeling a short circuit, which was attributed to the sudden rise in threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.